Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to a severed trunk cable connecting ECG "a" and the front therapy electrode. The root cause for the severed cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that it failed incoming functionality testing.